Event description:
It was reported that during advancement of the trek balloon over a pilot guide wire, while still outside the patient anatomy, resistance was encountered during advancement. Resistance was also encountered during the attempt to retract the balloon and the devices became stuck together. The shaft of the trek balloon became bunched/accordioned during the attempt to retract it from the guide wire. Both devices were retracted as a unit. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ht pilot guide wire referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.